Manufacturer narrative:
8/26/97-supplemental report #1 submitted to FDA.

Event description:
The product was used during a lung wedge resection procedure. Reportedly, the staples did not form properly and bleeding from the staple line resulted. The hosp has reported no pt injury occurred.